Manufacturer narrative:
Lumenis investigated the reported event contacting the user facility to obtain patient information, treatment settings and patient photographs of the reported events, however; after reasonable attempts (3x) phone calls, (2x) emails, none were provided. An examination of the subject device by a lumenis trained technical expert concluded after verifying all system functions including calibration and preventative maintenance, the subject device operated well within manufacture specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. No treatment settings or patient photographs were provided by the user facility, therefore; a clinical review of the treatment settings cannot be performed. While the information received to date does not suggest that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A user facility reported that following ipl treatment with a lumenis m22 laser, two (2) patients sustained blisters on an unknown anatomical area respectively. No report of medical intervention was received other than the initial report.